Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "bad upstream sensor" which was confirmed as false upstream occlusion alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a "bad upstream sensor." Any patient involvement, injury or medical intervention is unknown.